Event description:
It was reported that the system would not complete boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray controller and surge suppressor pcbs were evaluated and replaced. Downloaded generator calibration data on system. The system was tested and found to be working as intended and returned to service.